Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "long gamma was implanted for intertrochanteric fracture of right hip, abnormal lag screw back out was seen at 2 week post op x ray(time frame of lag screw back out as well as the amount of back out".

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation, and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required currently. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "long gamma was implanted for intertrochanteric fracture of right hip, abnormal lag screw back out was seen at 2 week post op x ray(time frame of lag screw back out as well as the amount of back out".